Event description:
It was reported to siemens that an incident occurred while operating the artis pheno system. During an interventional procedure, the user reported that the c-arm collided with the tabletop. The procedure was continued and completed on the concerned system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in china.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Manufacturer narrative:
H10: siemens conducted a detailed investigation of the reported event. The investigation was performed on expert discussions considering the complaint description, customer service reports, system history, and system log files. Based on the results of the investigation a collision was between the c-arm and the head holder which can be attached as an additional accessory to the table. Analysis of the log file shows that the customer disabled the default accessory, which resulted in the head holder collision detection being disabled. According to expert opinion and log file there is no indication for an unintended movement of the system. The collision occurred because the customer did not check for collisions before releasing system motions. The operator manual contains adequate instruction about handling the system with regards to the risk of collision and the handling of additional accessories. Customer inattention could be determined as the root cause. A potential general error that would require corrective measures of the installed base could not be determined by the investigation. The incident described was not classified as a reportable adverse event after detailed investigation, because neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected. The corresponding probability according to the risk analysis is in the range of inconceivable. H11: b2: other serious or important medical events was checked in error on the initial report submitted on august 31, 2022. Internal ID # (B)(6).